Manufacturer narrative:
A device history record review was completed for provided material number 307736 and lot number 2302180. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. However, through examination of the retained samples, no defects were identified. An exact cause could not be determined for the reported incident at this time. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all syringes and automatically rejects any syringes with damaged parts. It is possible that the syringe became damaged from a blockage during the barrel feeding process that went undetected and produced breakage during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ls emerald tip broke. The following information was provided by the initial reporter: the tip of the syringe breaks when connecting the catheter. No patient impact, not contaminated. No pictures available. During use.